Manufacturer narrative:
Integra lifesciences engineers have completed a device evaluation based on the reported information only. The complaint could not be verified, because, the product was not received. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Follow-up information received on (B)(6) 2011 regarding an olm intracranial monitoring device makes this complaint reportable based on the fact that the unit was in contact with the patient at the time of the event. The unit an (olm) intracranial monitoring device stopped functioning after one hour of use, there was no signal. There was patient contact, but it is unknown whether there was any patient injury involved.